Event description:
According to the reporter, pre-operatively, the instrument broke. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the single use loading unit (sulu) displayed a full complement of staples. The interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Inspection of the underside of the sulu noted evidence of coating. Functional testing found that the instrument was not returned and a representative instrument was used for testing. The sulu was reset and loaded into the instrument. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The firing knob of the test instrument retracted and advanced properly without difficulty. The knife cut completely and cleanly and the staple line was properly formed. It was reported that the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to improper loading of the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: for properly loading the sulu into the instrument, which includes holding the sulu by the proximal end tabs and inserting into the c artridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps in place. The shipping wedge is removed after the sulu is fully loaded. The sulu will float up and down in its final position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.